Manufacturer narrative:
Investigation to be completed on return of device to manufacturer. Results to be provided in a follow up report.

Event description:
User reported that the quantum ventilation module was rebooting during a case. A backup device was used to complete the case successfully. We consider inability to regulate a pressure to be reportable, despite no harm to the patient involved.